Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a procedure to surgically cap the rate/sense portion of this right ventricular (rv) defibrillation lead, when this lead was connected to the new device, high out of range shock impedances of greater than 125 ohms were noted. It was questioned what were the differences between the old device and new device for measuring shock impedances. The shocking configuration was changed and shock impedances decreased to 65 ohms. The lead remained programmed this way and there were no further issues during the procedure. No adverse patient effects were reported.